Event description:
Report received from the USA stating that the device was being returned for routine maintenance. During service of the device, it was found that the device experienced heat. It is known that the device was not being used in surgery and no pt or user injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "heat" was found. During service, the device failed the pre-repair diagnostic assessment temperature test. If additional information becomes available, a supplemental report will be submitted. (B)(4).